Manufacturer narrative:
Siemens concluded the investigation for an outside of the united states (ous) customer observation of elevated atellica im high-sensitivity troponin I (tnih) results on one patient sample that was discordant compared to retest results. The customer observed poor reproducibility for atellica im tnih results on one patient sample run on two atellica im analyzers. There were no issues with the quality control (qc) and other samples were not affected. Results ranged from 30 ng/l to 64 ng/l and did not decrease substantially with dilution. Siemens reviewed the instrument sample and reagent trace files provided for this event. Review of the reagent trace did not show evidence of a hardware issue that impacted the delivery of the reagents. Review of the sample trace for the discordant results showed that slightly more pressure was needed to aspirate the 100ul versus the other aspirations of the same sample. All sample aspirations and dispenses were within specification and no evidence was found of a hardware issue. The system is operational. The patient history includes high result of rheumatoid factor. Per the hemolysis, icterus, lipemia (hil), and other interferences section of the assay instructions for use (IFU), a less than 10% change in results was observed in patients with protein gamma globulin up to 2.5 g/dl. Siemens cannot rule out sample specific interferent, i.e., hypergammaglobulinemia, as the cause for the spurious results on this sample. The interpretation of results section of the assay IFU states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
The customer obtained an elevated high-sensitivity troponin I (tnih) result on one patient sample tested on atellica im analyzer (B)(6) that was discordant compared to retest results. The same sample was retested neat and diluted on the same analyzer and results were lower and considered correct based on the clinical picture of the patient. The same sample was also tested on the same day, on a different atellica im analyzer (B)(6) neat and diluted and 2 elevated results and 4 lower results were obtained. The elevated results were greater than the 99th percentile of 45 pg/ml (ng/l) listed in the assay instructions for use (IFU) and the lower results were below the 99th percentile of 45 pg/ml (ng/l). None of the discordant elevated results were reported to the physician. There were no issues with the quality control (qc). No other patient samples are impacted. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with this event.